Event description:
It was reported that a spectrum iq infusion pump's door was not closed and tubing was not loaded right in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "door is not closed and tubing is not loaded right" was not reproduced. A review of the event history log revealed "shut door - power off!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was undetermined however, service tech will have the device case shimmed as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.